Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, 2013-(B)(6); 4076 implantable pacing lead, 2013-(B)(6). (B)(4).

Event description:
It was reported that the artial lead dislodged and could not be repositioned. The lead was explanted and replaced. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood.